Event description:
In 2009: customer reported several false negative urine hcg results. No other details available at this time.

Manufacturer narrative:
Investigation: control lot: 20miu/ml hcg urine, lot: hcg080821-02; 100miu/ml hcg urine, lot: hcg081008-01; 279.2iu/ml hcg urine, lot: hcg081229-01; 600iu/ml hcg, lot: hcg080814-02. Summary of results: the retension devices meet qc specification. Correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minutes read time. The 100miu/ml, 279.2iu/ml hcg urine control and 600iu/ml hcg buffer control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Further investigation will be done if the pt sample is available. However, customer indicated that pt samples were tossed. There was nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.